Event description:
A doctor contacted baxter's technical service center regarding a separation that occurred between the spike of a transfer set and the spike port of the uv twin bag, which happened when the connection was being placed into the clean flash. There was patient involvement but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. A batch review could not be performed since the lot number was unknown. A simulated spike insertion with the returned set executed successfully with no problem found either dimensionally or in the insertion. There was no evidence of dimensional or shape problems, or lack of functionality in the returned device.